Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation; high voltage therapy was available. The patient was asymptomatic. It was noted that the patient had a computed tomography scan performed on (B)(6) 2017. The device was restored via engineering test page and normal function resumed. The patient was in good condition post event and will continue to be monitored.